Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons not responding when first press, buttons stick down when you press them. The insulin pump shows low battery, customer declined troubleshooting at this time customer also reports air bubbles on her tubing about 2 to 3 inches long she rewind and full tubing was advised to keep the insulin at room temperature. Battery life diminished from the 1st day, some batteries lasting less than 7 days, pump rejects brand new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.